Manufacturer narrative:
(B)(40. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit was returned for power error alarm. The power management graph shows and the detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit had minor scratched display window, damaged display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.